Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle pfs and medical records received. Pfs alleges dislocation. After review of medical records for MDR reportability, patient was revised to address recurrent dislocation. It was also stated that the right leg feels a little short. Revision notes reported that the trunion of the femoral component was a little burnished and cup was 10-15 degrees of anteversion. Doi: (B)(6) 2014; dor: (B)(6) 2015; right hip (liner and head).doi: (B)(6) 2006; dor: (B)(6) 2015: right hip (cup).